Event description:
The caller reported that the pump used by the customer would randomly turn off and required a complete reboot to turn back on. There was no reported impact to the customer's blood glucose level. Further information regarding the outcome was unavailable as the customer declined follow-up with support, and the pump was out-of-warranty in the process of renewal.